Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was not observed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. No ovd (ophthalmic viscosurgical device) is observed in the device. The plunger has been advanced slightly and is making the correct contact with the iol (intraocular lens). The haptics are in the correct position. No problem found. No root cause was identified as the reported complaint of "haptic bent' was not observed". The plunger has been advanced slightly and is making the correct contact with the iol. The haptics are in the correct position. No problem found. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6., and h.11. The product was not returned for analysis. The complainant indicates the use of non -company product as a viscoelastic which is not qualified for use with the associated product. The complainant indicates the issue was discovered before lens implantation. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The complainant indicates the use of or intention to use an unqualified ovd (ophthalmic viscosurgical device). The use of an unqualified combination may cause damage to iol (intraocular lens) and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before an intraocular lens (iol) implant procedure, haptic bent. There is no impact on the patient. A new lens was opened and completed the procedure.